Event description:
According to the reporter, during a laparoscopic roux procedure, the surgeon was able to fire stapler 2-3 times. After those firings the surgeon wasn't able to cycle the device for firing. The surgeon used another device in order to complete the case. There was no patient injury.